Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the gantry would not dock. A part replacement for an x-stage cover was ordered. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. During the onsite inspection, it was confirmed that the gantry would not dock. When pushing the dock button on the pendant, the gantry wagged all the way to the right and would then get stuck there. It was found that both the gantry and the positioner motion control boxes were faulty. These parts were replaced and sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis, an electrical fault was confirmed for the motion control box. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the gantry would not dock. A part replacement for a x-stage cover was ordered. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date.